Event description:
It was reported that the device displayed an error message (defib error 11) when the device was turned on. Note 1: the initial reporter could not provide pt info. There was no pt injury.

Manufacturer narrative:
MFR's eval summary: the device is an automated external defibrillator (AED) and the actual device involved was returned by the customer. Testing of the device confirmed the complaint that it displayed defib error messages on power-up. Investigation found that the malfunction was due to an open solder joint on a pin of an integrated circuit (ic) in the defib board. It is unk how the solder joint became fractured. Resoldering the pin corrected the problem. The device subsequently passed all acceptance testing and was returned to the customer.